Event description:
It was reported that device optimization was requested for the minute ventilation (mv) feature on this implantable pacemaker due to the calibration was done manually. Technical services (ts) was consulted and additional information received advised the mv sensor was disabled due to noise. Ts provided troubleshooting and device optimization recommendations. The device remains in service and no adverse patient effects were reported.